Manufacturer narrative:
(B)(4).

Event description:
The catheter was not working. The pump was not running. The pt desired pump and catheter explant. The hcp did not want to explant the catheter. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.